Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was having issues with the hard drives. No patient was harm reported. Service requested / performed: troubleshooting: nihon kohden technical support (nk ts) remoted into the raid settings, which displayed an option to rebuild the raid. Ts selected the option to rebuild raid and opened the cns software to continue monitoring patients. This resolved the issue. A review of the device history found that this is not a trending issue. Possible causes of raid failure include controller failure due to power surges, corrupted disks, incorrectly rebuilt raid, server crashes and necessary data deletion through reformatting. When a raid drive is in degraded mode it means one or more disks have failed. In this case it is highly recommended to replace the faulty disk as soon as possible to avoid any data loss. A raid rebuild is the data reconstruction process that occurs when a hard disk drive needs to be replaced. When a disk fails unexpectedly, a raid array copies data to a spare drive while the failed one is replaced. Data is then reassembled on the new drive using raid algorithms and parity data. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. Investigation summary: the root cause of this issue is attributable to the raid failure of an hdd. In this case it is highly advised to replace the faulty disk as soon as possible to avoid any data loss. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having issues with the hard drives. No patient was harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having issues with the hard drive. The cns was in patient use at the time. Nihon kohden technical support (nk ts) advised them to go into the "raid settings" and rebuild the raid. The issue was then resolved, and the cns continued to monitor patients. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was having issues with the hard drive. The cns was in patient use at the time. Nihon kohden technical support (nk ts) advised them to go into the "raid settings" and rebuild the raid. The issue was then resolved, and the cns continued to monitor patients.